Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed via review of battery trend data. Upon receipt, no communication could be established between the device and programmer. A new battery was attached and communication was restored. The original battery was returned to the vender for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device was explanted due to suspected premature battery depletion.